Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Evaluation: the device was returned to zoll medical corporation and there was no indication of a device malfunction. The device passed all testing without duplicating the report. The pads used during the event were not returned. The device was recertified and returned to the customer. Review of the device log shows evidence of poor coupling. The device was able to display the patient's rhythm once the pads off condition was cleared. Electrode labeling calls out the importance of good placement on the patient and provide instructions for proper electrode application technique. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device was unable to detect the attached electrode pads. Complainant indicated that the clinician obtained another g5 device, serial number (B)(6), to continue treating the patient and the same issue occurred. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.